Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with this inflatable penile prosthesis (ipp) left cylinder, as there was distal cylinder migration identified through computed tomography scan. The existing left cylinder was explanted and replaced with a new one. Disoloring was noted on the cylinders. No additional patient complications were reported.